Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was pacing on the t-wave while the patient was sensi ng in both the atrium and ventricle. Additionally, historical episodes indicated that the patient had been treated for episodes of ventricular tachycardia (vt) and fast vt but the rhythms were suspected to be atrial fibrillation (af) with rapid ventricular response. The shocks were suspected to inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.